Event description:
During surgical procedure of pacemaker battery change, ventricular lead was replaced also because of sensing difficulties that was probably due to insulation fracture or failure. This lead was capped & left in place & another one inserted.